Manufacturer narrative:
Upon return to our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection of the device header and case revealed no anomalies. Review of device memory confirmed a shorted electrical condition was recorded after a shock on t command was initiated. The device case was opened, and subsequent laboratory analysis and electrical testing isolated a current leakage path in the device module that delivers shock therapy energy. X-ray analysis discovered delamination had occurred between two separate epoxy layers within the module substrate, causing an electrically open condition to exist between two components. As a result, the attempted delivery of shock energy was shunted into the interior of the device, which also triggered the observed fault code that indicated a shorted condition existed within the device.

Event description:
Boston scientific received information that this device failed to deliver a shock when induction testing was attempted during the implant procedure. The device delivered a pacing train, but did not deliver a shock on the t-wave, and a fault code noting the delivery of a shock into a shorted condition was displayed. Review of the device logbook confirmed that no previous shocks had been delivered. Right ventricular lead measurements were normal. A boston scientific technical services consultant (ts) recommended device replacement. No adverse patient effects were reported. Another device was successfully implanted and the lead remained in service.